Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024 with no leak noted. The patient had a routine follow up computed tomography (CT) scan on (B)(6) 2025 and the patient reports imaging showed a leak of 1.3x0.8 cm. The patient stated his implanting physician determined the leak looked okay and discontinued the patient from anticoagulation medication (eliquis) and put him on plavix and aspirin. The patient has since moved out of state and his new cardiologist looked at the CT results and did not agree with the implanting physician's decision to stop eliquis and put him back on eliquis.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024 with no leak noted. The patient had a routine follow up computed tomography (CT) scan on (B)(6) 2025 and the patient reports imaging showed a leak of 1.3x0.8 cm. The patient stated his implanting physician determined the leak looked okay and discontinued the patient from anticoagulation medication (eliquis) and put him on plavix and aspirin. The patient has since moved out of state and his new cardiologist looked at the CT results and did not agree with the implanting physician's decision to stop eliquis and put him back on eliquis.

Manufacturer narrative:
D4: unique identifier (UDI) # corrected from (01)00191506004606(17)270905(10)0034785784 to (01)00191506004606(17)270905(10)34785784